Manufacturer narrative:
The reliability analysis inspected one opened and used sensor with missing needle. It was compliant against the serter.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they tried to insert a new sensor and it got stuck inside the inserter and the sensor came out of the serter. Customer's blood glucose level was 109 mg/dl. Troubleshooting for the needle hub stuck in the serter was performed. Customer was advised to discontinue use of the product and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.